Manufacturer narrative:
The account stated that he replaced the left pt control assembly and the left caregiver control assembly to repair the bed.

Event description:
The account alleged that the hi/low will not operate from the siderails and when he presses hi/low down at the footboard the bed runs down but will run back up unintentionally when he lets off the hi/low down switch. He has isolated the siderails but the alleged problem remains.